Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Maximum rv pace impedance varies between 1000-2700 ohms beginning (B)(6) 2014. Minimum impedance remains stable between 400 and 500 ohms. Out of tolerance subthreshold lead impedance alert on (B)(6) 2014, 02:15:03. Unable to determine if short interval counts (sic) on record occurred during in-office testing or after the device was explanted. Non-sustained tachycardias on record are all physiologic (i.e., median cycle lengths greater than 220 ms).

Event description:
It was reported that an alert was triggered due to pacing impedance out of range and an unsuccessful wireless transmission. The impedance on the right ventricular (rv) lead had been spiking on a regular basis. A fracture was suspected and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).